Event description:
Pt had a recent syncopal episode and interrogating the pacemaker demonstrated an electrical reset. This is per physician documentation. The lead impedance and lead function both in the atrial and ventricular side were normal and therefore rptr suspects some sort of malfunction within the battery or pacemaker circuitry. Of note, the battery voltage impedance is high at over 4000 which would be an unusual parameter.